Event description:
While drilling into the pt femur the drill bit tuliped, which is when the flutes at the cutting edge of the drill bit peel back onto the shaft of the drill bit. The surgeon did not specify if the surgical area was irrigated after the drill bit tuliped. No pt injury was reported at the time of this report.